Event description:
Surgeon attempted to implant a lens. The lens tore prior to insertion into the eye. No pt contact or injury. It was unk what caused the lens to tear. The injector that was used was model indigo-p, the cartridge model was unk. The facility was unable to provide injector and cartridge lot numbers.